Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a discussion with others physicians regarding iol removals for glistenings/ subsurface nano glistenings (ssng), one physician reported removing iols all the time for this. The exact number of cases, specific product identifiers and patient information for these events of iols removed all the time was not provided. No further information is expected as the physician did not want to report this discussion as a formal complaint and is not willing to give more information.